Event description:
Patient reported left side "capsular contracture baker grade unknown, tightness, firmness, the implants are migrating towards their armpit and higher up on the chest, and their breasts are disfigured." Patient later reported the implant had "critical effect on my mental and physical health, embarrassed and ashamed of the deformities and have isolated myself, do not want to leave my house and engage with society because of my chest's physical state. This has affected my self-esteem and detrimentally impacted my mental health." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade unknown," "implants are migrating," "detrimentally impacted my mental health".

Event description:
Healthcare professional later confirmed capsular contracture baker grade ii and reported patient is experiencing "myalgia, arthralgia, and a generalized feeling of being ill." Healthcare professional also reported prescribing treatment with "aggressive capsule massage and implant movement," "celebrex®," and "primrose oil." Device has been explanted. The events of "myalgia, arthralgia, and a generalized feeling of being ill" have been determined to be not device-related.